Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the 1-2 days after the implant procedure, the patient was experiencing chest pain. There were high right atrial (ra) lead thresholds and an echocardiogram showed a pericardial effusion due to an ra lead perforation. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.